Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the burn to the distal end cover was cause traced component failure and the probable cause of the "sticky" components could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the distal end camera-cover had a burn. Additionally, the connecting tube, up/down knob and universal cord were found sticky. There was no patient involvement.